Event description:
Related manufacturer report number 1627487-2022-01868. It was reported the patient lost effective therapy due to high impedance. Reprogramming was unable to resolve the issue. Surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Event date: date of the event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
A patient lost effective therapy due to high impedance was reported to abbott. Reprogramming was unable to resolve the issue. As a result, the leads were explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the leads were replaced. Effective therapy was restored post-op.